Event description:
It was reported that a duet edms was in use on a neonatal ICU patient for approximately 30 days when the nurses notice it was leaking from the last stopcock area. When investigating the leak, the nurses noticed that the proximal patient line tubing pulled out of its patient line stopcock junction. They also noticed that the distal patient line tubing could be pulled out easily from its stopcock junction. The other tubing junctions of the device were reported to be securely adhered. When the nurses pulled on them, the tubing did not pull out. It was also reported that there were no patient complications at the time of the report.

Manufacturer narrative:
The device was patent. The patient line tubing going into and the patient line tubing going out of the patient line stopcock were both disconnected. Cured adhesive was observed inside and outside of both of the tubing junctions. Adhesive was also observed near the ends of both tubes. It is unknown how or when the damage occurred. The disconnections caused the device to not meet requirements for the leakage test. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
The device was patent. The patient line tubing going into and the patient line tubing going out of the patient line stopcock were both disconnected. Cured adhesive was observed inside and outside of both of the tubing junctions. Adhesive was also observed near the ends of both tubes. It is unknown how or when the damage occurred. The disconnections caused the device to not meet requirements for the leakage test. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).